Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the pump found it to be in good physical condition. Evidence of the reported complaint was found in the event log. The pump also underwent function and pressure failure tests. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The customer's reported problem was verified. The root cause of the complaint was determined to be a faulty downstream occlusion sensor. The sensor was then replaced.

Event description:
Information was received that a cadd solis vip pump was noted to have alarmed "latch not locked" with "error 46440" on the screen. No patient injury resulted.

Manufacturer narrative:
Additional information received: no patient involvement.

Event description:
New information received: no patient involvement with incident.